Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level ranged between 306-361 mg/dl. Customer received intravenous fluids, insulin, glucose infusion and potassium as treatment. Customer was released from the hospital the following day with a bg level within range. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.